Event description:
Device 1 of 2 reference MFR report: 1627487-2014-15842 it was reported the patient underwent surgical intervention on (B)(6) 2014 due to the leads migrating. The physician repositioned the leads and the patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.